Event description:
Procedure: diagnostic laparoscopy, hysterectomy dilatation and curettage, possible novasure thermal uterine ablation. According to the reporter: (B)(4). The autosonic's hook tip probe was used on a setting of 5.0 to ablate several endometrial implant clusters. Two different hook tip probes were used and both of them were defective with shearing of the end of the instrument off into the pt's pelvis. Both middle tips were recovered with a grasping forceps. No pt injury was incurred. (B)(4).

Manufacturer narrative:
(B)(4).